Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump displayed hip alarm. Troubleshooting was performed and the alarm returned. The medication being used was blincyto. The line was clamped, and the pump powered down. No patient harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.